Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('undefined abdominal pains') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included (B)(6), depression and sleep apnea. Previously administered products included for (B)(6). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and fatigue ("tiredness"). The patient was treated with surgery (laparoscopy, tubes removed). At the time of the report, the abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain and fatigue to be unrelated to essure. The reporter commented: no follow up available 6 or more months following essure removal. Removal performed at the patient¿s request (essure-coils in the correct position). After essure, filshie st-10, clips. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('undefined abdominal pains') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c, depression and sleep apnea. Previously administered products included for c-hepatitis: interferon. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and fatigue ("tiredness"). The patient was treated with surgery (laparoscopy, tubes removed). At the time of the report, the abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain and fatigue to be unrelated to essure. The reporter commented: no follow up available 6 or more months following essure removal. Removal performed at the patient¿s request (essure-coils in the correct position). After essure, filshie st-10, clips. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 21-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('undefined abdominal pains') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c, depression and sleep apnea. Previously administered products included for c-hepatitis: interferon. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and fatigue ("tiredness"). The patient was treated with surgery (laparoscopy, tubes removed). At the time of the report, the abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain and fatigue to be unrelated to essure. The reporter commented: no follow up available 6 or more months following essure removal. Removal performed at the patient¿s request (essure-coils in the correct position). After essure, filshie st-10, clips. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.